Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Event description:
The customer reported that the top of the vacutainer tube broke, so the samples were collected without it. The customer alleged that this presented a risk to the nurse. The disposable set is unavailable for evaluation. Caridianbct is awaiting the nurse's information. This report is being filed due to an alleged product malfunction that could lead to a potential blood exposure.